Manufacturer narrative:
The device was returned due to a pericardial effusion. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein ablation procedure, a pericardial effusion occurred. While mapping in the right ventricular outflow tract (rvot), the patient became hypotensive and a transthoracic echocardiogram revealed a pericadial effusion. A pericardiocentesis was performed to stabilize the patient and the case was completed.